Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubies were not detected on bus. The field service engineer reseated row board connection on drawer controller board to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 6 was not detected on bus prevented user from accessing medication to patient, the user had to go to another unit to access medication. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.